Event description:
A medtronic representative reported that, while in a procedure, a tactile awl became damaged. The awl tip was dulled and bent. The damage was discovered after the completion of the procedure. There was no patient present when this issue was identified.

Manufacturer narrative:
RMA issued. Replacement shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that, as reported, the tip of the awl has been bent over. Otherwise, the instrument is in good condition. Physical damage, bent probe tip, directly caused event.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.